Event description:
Additional information: it was reported that the gastrointestinal (gi) resolved on (B)(6) 2018.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months. Device evaluation: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2018. It was reported that on (B)(6) 2018 the patient was admitted with complaints of dark and tarry diarrhea, lightheadedness, fatigue, weakness in legs, and abdominal pain. The patient was taking the anticoagulants aspirin and warfarin at the time of the event. Hemoglobin was 6.5 g/dl on admission. The patient was transfused 1-unit packed red blood cells (prbcs). On (B)(6) 2018 the patient was transfused 3-units prbcs and 3-units of fresh frozen plasma (ffp). On (B)(6) 2018 upper gastrointestinal endoscopy revealed prepyloric ulcer that was then clipped. In response to the gastrointestinal (gi) bleed unspecified medication changes were made. The patient had received a total of 4 units of prbcs over a 24-hour period. The patient was transfused a total of 4 units ffp. The gi bleed reportedly resolved on an unspecified date.